Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Ola advised start alarm works intermittently, low o2 light takes awhile to come and intermittently low o2 yellow light comes on with no alarm.